Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with open cystotomy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with open cystoscopy due to stress urinary incontinence and dysuria. It was reported that the patient had revision bladder stone on (B)(6) 2011. It was reported that the patient underwent removal of vaginal mesh martis fad pad interposition and removal of bladder stone on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary problems and dyspareunia. It was reported that the patient underwent a revision procedure (B)(6) 2011 due to bladder stone and a revision procedure on (B)(6) 2011 due to mesh in the bladder. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.